Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent dislodgement occurred. The 85-90% stenosed target lesion was located in the tortuous distal obtuse marginal (om). A 12mm x 2.75mm ion¿ stent was selected to treat the lesion. The stent delivery system (sds) was advanced; however, it was unable to get through the tortuousity. When the device was pulled back into the guide, it felt like the device was stuck. Everything was removed as a system and it was noted that the distal end of the stent had dislodged from the balloon. No patient complications were reported and the patient's current condition is fine.